Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
After tha surgery using trident, osteolysis and pseudotumor were found. The revision surgery has been performed by the suspicion of armd. Finally the patient was diagnosed with armd. This case was presented at the (B)(4) society for replacement arthroplasty on (B)(6) 2016.